Event description:
End user's daughter called stating that her father's ghs350 stand up lift allegedly wiggles back and forth at the boom and footplate. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ghs350, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1148115 rev b (jun-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.